Event description:
It was reported to philips that the device turned itself off with a sound and "performing self test was written on the monitor" during use. No patient involvement or harm/injury has been reported. More information will be send upon completed their investigation of manufacturers investigation.